Event description:
It was reported that the external pulse generator had no output. It was further requested that it receive its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator had no output. Analysis did find that the upper and lower cases were broken and contaminated, that the battery release and battery drawer were contaminated, that both bail covers were broken, the ring and cover were missing, the battery contacts were compressed, the keyboard was scratched and the battery flex was corroded. (B)(4).